Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Event description:
The following additional information was received from the customer regarding the event: the reported issue occurred during an unspecified procedure. The outcome of the procedure is unknown.

Manufacturer narrative:
In addition to the reportable malfunction mentioned in the event description (b5), the light guide cover glass was chipped, cracked, scratched with sharp edges, and was discolored. The light guide lens was cracked. The charged coupled device (ccd) cover glasses were chipped, cracked, scratched, and discolored. The distal end cap (c-cover) was cracked. The adhesive around the bending section cover was separated. The bending section was found to be deformed. There were buckles noted on the insertion tube. The control unit was cracked. The angulation is not with in the standard specification. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, and the cause could not be conclusively determined at this time. This report will be supplemented when the investigation is completed and/ or new and relevant information is received later.

Event description:
The user facility reported an air/water problem or aspiration problem. No patient injury reported. The device was returned to olympus for evaluation. During evaluation, it was found that the air/water nozzle was clogged with foreign material, which is an indicative of insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material and the cause of the foreign material clogged in the nozzle could not be determined. Information about reprocessing and handling of the device could not be obtained from the facility. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual preparation and inspection: inspection of the endoscope - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿operation manual - inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function.¿ ¿reprocessing manual reprocessing the endoscope (and related reprocessing accessories) - precleaning the endoscope and accessories. Flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿manually cleaning the endoscope and accessories: flush the air/water channel with detergent solution; remove detergent solution from all channels; presoak for excessive bleeding and/or delayed reprocessing after each procedure.¿ this supplemental report includes information added. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.